Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a power issue. The pump was in a ¿suspend¿ mode or in an ¿auto off¿ condition. There were no basal deliveries occurring after 7/14/2016. The pump powered with the returned battery cap. The battery cap was able to fully tighten. The battery compartment was intact. The battery was able to be inserted and removed without difficulty. The white positive terminal battery canister base was fully seated into the battery canister. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of prime or call service alarms duplicated. The current draws were within specification. The ¿power¿ issue was not duplicated during investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the subject pump had a power issue. The reporter claimed that "when he went to put a new battery in battery compartment and battery would not go all the way in. The white circle at bottom of battery compartment had moved to middle of compartment." This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.